Event description:
During an in clinic follow up, it was noted the device was not transmitting via bluetooth (ble) with the patient's mobile application. Interrogation using ble telemetry was attempted in clinic, however, was also unsuccessful. Inductive telemetry was used to interrogate the device. The patient was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.